Event description:
(B)(4). It was reported that a flat panel spring arm has a faulty circlip. After further eval by the field svc tech, it was confirmed that the circlip was deformed and not seated correctly, which resulted in a gap at the horizontal arm and the spring arm. There was no reported pt involvement, and no reported adverse consequences.

Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no expiration date for this product. Actual device was evaluated in the field on (B)(4) 2011. Eval summary: after further eval, it was confirmed that the circlip was deformed which resulted in it not being seated properly and thus causing the separation of the horizontal arm and the spring arm for monitor #2. In this particular case, the spring arm did not disengage fully and did not fall. In this scenario, this malfunction poses a low risk to a user since the arm would still be attached by cabling and only falls a few inches. However, if this malfunction occurred when positioned directly over a user, the arm or monitor could impact the user. In addition, it is unk how long the cabling would hold the spring arm, and whether the spring arm could fall, however this scenario and potential risk cannot be ruled out. This specific malfunction was identified prior to use and no pts were involved and no adverse events were reported. This type of non conformance will be monitored for adverse trends. This is not a single use device.